Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with that the issue was fixed after server reboot. The tss confirmed with customer that the issue was caused by a server-side communication service timing out due to system resources being allocated elsewhere, which resulted in the service stopping. As a result, the device temporarily paused communication with the server until the service was restored through a reboot. The data synchronization did not stop due to a sync failure, but because the server service responsible for managing the synchronization was not running at that time. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were in critical override mode. The customer reported that several stations were not communicating with the server. The information technology team checked the network connectivity on their end and confirmed that the network was functioning normally. However, there were no delays or adverse events or injuries reported based on this event.